Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure in a patient with full atrioventricular block, the right ventricular (rv) lead was positioned, tested, and connected to the device. The temporary pacing was removed and the patient was noted to be in asystole. Temporary pacing was re-established. The lead was retested and reconnected to the battery but the same problem occurred. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.